Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02-mar-2018 with the following findings: during investigation, there were unexpected pump reboots observed in the black box. There was no moisture observed in the battery compartment. The battery compartment was found to be cracked. The battery cap was not returned. A test battery cap was able to attach to the pump and was use to complete a 24 hr duration test. There were no power interruptions duplicated during investigation. The pump cover was removed and there was no evidence of internal moisture or damage found to the power circuit. The display had a dim and discolored contrast. (B)(4).